Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
4x11 insert trial broke in half during trialing. The 4x9 insert trial was removed and the 4x11 was impacted into place while the trial femur and trial baseplate were still in place.

Manufacturer narrative:
An event regarding alleged "crack/fracture during trailing" involving a specialty triathlon solid cr tibial inserts sizes 2 - 7 9, 11, 13mm thick per fi was reported. The event was confirmed. Device evaluation and results: material analysis has been performed and concluded that "the insert trial fractured in overload originating at multiple sites on the distal side of the fracture surface. No material or manufacturing defects were observed on the device features examined." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a review of the device history records could not be performed as the routers provided are valid for both I-k23520411 and I-k2352ti00. The lot number shall be treated as unknown since the assembly number on the router is I-k2352ti00 complaint history review: there has been no other event for the lot referenced. Conclusion: the investigation concluded that based on the examination of the material analysis that "the insert trial fractured in overload originating at multiple sites on the distal side of the fracture surface. No material or manufacturing defects were observed on the device features examined." If additional information becomes available, this investigation will be reopened.

Event description:
4x11 insert trial broke in half during trailing. The 4x9 insert trial was removed and the 4x11 was impacted into place while the trial femur and trial baseplate were still in place.